Event description:
A customer reported that their device had cracks on the screen, a missing rubber door, and general wear. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting and opted not to receive further follow-up, and they were in the process of acquiring a new device as they were out of warranty. No additional corrective actions were required.